Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the pump history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. Customer reported that there was no more sound when given alarms. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.